Event description:
A falsely depressed creatinine, enzymatic (ecre_2), patient sample test result was obtained from an atellica ch 930 analyzer. The initial test result was not released to the physician(s). The same sample was repeated on an alternate atellica ch 930 analyzer and a higher test result was obtained and released as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ecre_2 result.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that a falsely depressed creatinine, enzymatic (ecre_2) patient sample test result was obtained from an atellica ch 930 analyzer. The customer indicated that quality control (qc) materials were within the qc ranges at the time of the event. Siemens is investigating.

Manufacturer narrative:
The initial MDR 2432235-2022-00013 was submitted on 11-jan-2022. Additional data (09-feb-2022): analyzer log files were not available for evaluation. Siemens evaluated the available information and was unable to determine if reagent delivery was compromized or if a foaming issue occurred without the analyzer data. Contributing factors to the event potentially include pre-analytical variables or sample specific issues. The cause of the falsely depressed creatinine, enzymatic (ecre_2) patient sample test result is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Section h6 adverse event problem codes were updated.